Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: when I went to inject my insulin the pen would not dispense the insulin. I removed the pen needle from the pen and looked at the interior of the needle. The entire inner cannula was bent and could not have accessed the pen. As a professional who works in the medical device industry, this appears to be a manufacturing defect with this specific needle.